Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a bilateral inguinal hernia repair surgery on (B)(6) 2011 and mesh was implanted which was ¿fashioned into a keyhole orientation.¿ operative note was provided which noted a large indirect inguinal hernia and the ¿floor was repaired with a lichtenstein technique.¿ it was reported the mesh was sutured to the fascia over the pubic tabernacle and to the inguinal ligament and the superior edge of the mesh was sutured to the internal oblique sponeurosis and the cord and the nerves were allowed to exit from the new internal ring. It was reported the surgeon then imbricated the mesh ¿over it¿ which led to a firm repair of the floor. The patient also had a large indirect hernia on the other side and the surgeon reported he ¿freed up the sac and reduced it into the abdominal cavity, imbricated the internal oblique aponeurosis loosely over the defect.¿ he again implanted mesh in the same fashion as the other side. Good hemostasis and a firm repair were noted. It was reported that the patient underwent repair of recurrent left inguinal hernia on (B)(6) 2017 and the surgeon noted ¿considerable scarring of the mesh to the fascia, especially lateral to the cord.¿ a small hernia sac was noted here where a small mesh plug was placed in the defect, opened and secured to the surrounding fascial edges. No additional information is reported at this time.

Manufacturer narrative:
Date sent to FDA: 7/8/2019.